Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noisy image and a b30 scope communication error. A definitive root cause could not be identified. However, based on the investigation results, it is likely that corrosion on the scope connector led to the malfunction. Corrosion of the internal circuit board within the connector may have caused image noise, which affected the image output. Therefore, the most probable cause of the complaint is component failure. The event is detectable and preventable by handling device in accordance with the following IFU. Instruction manual olympus gif/cf/pcf-290 series operation chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Important information ¿ please read before use precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had image flashing. The issue had occurred during reprocessing. There were no reports of patient involvement.